Event description:
It was reported that the patient was implanted a few months ago, and has not experienced any pain relief. The patient underwent an explant procedure in which the device was removed and the patient underwent a different procedure.